Event description:
Caller reported an issue with the cgm, specifically an error 42. After guidance from technical support, the caller successfully reset the pump, which resolved the issue as the cgm error code did not appear again. There was no adverse impact to the customer's blood glucose level.